Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftests. Toggled on/off and increased / decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies were noted during testing.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. The customer reported that their blood glucose level would reach 180 mg/dl, whenever the insulin pump was in auto mode. The customer believed there to be an issue with receiving their basal. No further troubleshooting was performed. The device will be returned for analysis.